Event description:
A malfunction alarm with code malf 12 was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in successfully resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappears.